Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection following use of the catheter. The tray was manufactured without the povidone-iodine pre-saturated swabsticks due to a market wide shortage. The patient allegedly felt that the lack of povidone-iodine pre-saturated swabsticks within the tray contributed to the urinary tract infection. The uti was reportedly treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." Patient code: (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection following use of the catheter. The tray was manufactured without the povidone-iodine pre-saturated swabsticks due to a market wide shortage. The patient allegedly felt that the lack of povidone-iodine pre-saturated swabsticks within the tray contributed to the urinary tract infection. The uti was reportedly treated with antibiotics.